Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not treat the patient while in atrial fibrillation. The patient attempted to deliver a shock with application of a magnet, which was unsuccessful. The device was later interrogated in the hospital. The technician tried to deliver therapy via the programmer without success. The technician also attempted to reset the counters, but was again unable to do so. Latching was suspected.